Manufacturer narrative:
Device evaluated by manufacturer: device evaluated by manufacturer: returned product consisted of a maverick 2 balloon. There was contrast and blood in the inflation lumen. The balloon was loosely folded with the balloon folds present. Microscopic examination and tactile inspection revealed numerous kinks proximal of the exit notch. Microscopic examination also revealed that the corewire was fractured 1.5cm proximal of the exit notch with a hole in the outer shaft at the kinked crease. Microscopic examination revealed and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination presented no damage or irregularities in the balloon of the device. Microscopic examination presented no damage or irregularities in the bonds of the device. Functional testing was performed by attaching an inflation device filled with water to the hub of the device. When positive pressure was applied, a stream of water emitted from the hole in the outer shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. T he manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 30mm maverick²¿ balloon catheter was selected for use to dilate the lesion. However, the physician noted that the device's shaft was broken when they took it out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that shaft break occurred. A 2.00mm x 30mm maverick²¿ balloon catheter was selected for use to dilate the lesion. However, the physician noted that the device's shaft was broken when they took it out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.